Event description:
From approx this date forward, I have been experiencing worsening side effects from the essure procedure. I have been to dr on many occasions and they cannot find the cause. The pain is getting worse. I also have severe migraines which I have had since I had the implant in (B)(6) 2006.